Event description:
The customer reported erroneous low patient results for multiple chemistries which included sodium (na), alanine aminotransferase (alt) aspartate aminotransferase(ast), c-reactive protein(crp), creatinine(crea ), direct bilirubin (dbil), gamma-glutamyl transferase(ggt), creatine kinase (ck), amylase(amy) , magnesium (mg) , calcium (ca) , uric acid (ua), and hemoglobin a1c (hba1c ) involving their dxc 700 au clinical chemistry analyzer. The customer indicated all results generated were zero (0) value. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected analyzer and found multiple hardware malfunctions. The fse observed the sample arm randomly stopped before reaching the serum sample and did not aspirate sample. The fse determined the sample arm detector and cable assembly had malfunctioned. The fse replaced the sample arm detector and cable to resolve the issue. Performed system verification successfully without further issues. The system returned to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).